Manufacturer narrative:
(B)(6). The lot was manufactured between april 8, 2020 - april 9, 2020 the device was received for evaluation. Visual inspection using the naked eye noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality; however there were no signs of abnormality found on the bladder that may have led to the rupture. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 30ml of 5-fluorouracil and 40ml of glucose 5%. There was no patient involvement. No additional information is available.